Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding and metrorrhagia. Concomitant products included alprazolam (xanax), cyclobenzaprine, ibuprofen (advil), ibuprofen (motrin), norethisterone (nora-be) and prenatal vitamins. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-jun-2018: this case is medically confirmed. Reporter information was provided. This case concerns adult patient. Her demographic was updated. Her historical medication/conditions and concurrent conditions were added respectively. Lab data was added. Essure insertion and removal date was updated. Essure indication was added. Essure lot number was added. Her concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic region. Pain ws lossed more on the left side and would radiate down my legs") in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2008. The patient's past medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal and onychomycosis. Concomitant products included ibuprofen (motrin) for dysmenorrhea as well as alprazolam (xanax), cyclobenzaprine, ibuprofen (advil), ibuprofen since 2005, norethisterone (nora-be), norethisterone (nora-be) since 2007 and prenatal vitamins. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), bladder disorder ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), urinary tract disorder ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2008, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure"), weight increased ("weight gain / loss (specify which one) weight gain") and dandruff ("rashes or skin conditions type: dandruff on scalp"). On an unknown date, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches"), emotional poverty ("neurological conditions or problems type: lack of emotions") and pain in extremity ("pain that would shoot down both of my thighs"). The patient was treated with vicodin, sumatriptan (imitrex), colecalciferol (vitamin d) and surgery (surgical removal of coils, tubal ligation on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and pain in extremity was resolving and the depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, bladder disorder, urinary tract disorder, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, weight increased, alopecia and dandruff outcome was unknown. The reporter considered alopecia, anxiety, apathy, bladder disorder, capillary fragility, dandruff, depressed mood, depression, dysmenorrhoea, emotional poverty, erythema, fatigue, headache, irritability, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion, left tube occluded on (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received, consumers middle name updated, patient demographics updated. Events: irritation with everyone, abnormal mood swings, lack of care, lack of sexual desire, abnormal bleeding (vaginal, menorrhagia), sadness, ptsd, facial redness, broken capillaries, bladder or urinary problems or changes, migraines / headaches , nausea, mood swings, lack of emotions, dysmenorrhea, failure to occlude (close) fallopian tube(s), vaginal discharge, vision became impaired, fatigue, weight gain, hair loss, pain in thighs added. Event onset date and outcome updated. Concomitant and treatment drugs added. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic region. Pain ws lasted more on the left side and would radiate down my legs") and loss of consciousness ("nearly passed out") in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6)2008. The patient's past medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin; for an unreported indication: microgastrinae. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal and onychomycosis. Concomitant products included ibuprofen (motrin) for menstrual cramps as well as alprazolam (xanax), cyclobenzaprine, ibuprofen (advil), ibuprofen since 2005, norethisterone (nora-be), norethisterone (nora-be) since 2007 and prenatal vitamins. On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), stress urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2008, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure"), weight increased ("weight gain / loss (specify which one) weight gain") and dandruff ("rashes or skin conditions type: dandruff on scalp"). On an unknown date, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches"), emotional poverty ("neurological conditions or problems type: lack of emotions"), pain in extremity ("pain that would shoot down both of my thighs"), procedural pain ("anesthesia did not numb me and I felt all the pain") and loss of consciousness (seriousness criterion medically significant). The patient was treated with vicodin, sumatriptan (imitrex), cholecalciferol (vitamin d) and surgery (surgical removal of coils, tubal ligation on (B)(6)2009). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain and pain in extremity was resolving and the depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, urinary incontinence, stress urinary incontinence, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, dandruff, procedural pain and loss of consciousness outcome was unknown. The reporter considered alopecia, anxiety, apathy, capillary fragility, dandruff, depressed mood, depression, dysmenorrhoea, emotional poverty, erythema, fatigue, headache, irritability, loss of consciousness, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, stress urinary incontinence, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2008: unilateral occlusion, left tube occluded on (B)(6)2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: events- "anesthesia did not numb me and I felt all the pain, nearly passed out" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic region. Pain ws losted more on the left side and would radiate down my legs") and presyncope ("nearly passed out") in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in august 2008. The patient's medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin from 2003 to (B)(6) 2008; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal, onychomycosis, temporomandibular joint disorder and gerd. Concomitant products included ibuprofen (motrin) for menstrual cramps as well as alprazolam (xanax), cyclobenzaprine, ibuprofen since 2005, minerals nos;vitamins nos (prenatal vitamins) and norethisterone (nora-be) since 2007. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), stress urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pain in extremity ("pain that would shoot down both of my thighs/ leg pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure") and dandruff ("rashes or skin conditions type: dandruff on scalp") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced presyncope (seriousness criterion medically significant), depression ("depression"), emotional poverty ("neurological conditions or problems type: lack of emotions") and procedural pain ("anesthesia did not numb me and I felt all the pain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation on (B)(6)2009,). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved, the presyncope, depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, urinary incontinence, stress urinary incontinence, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, alopecia, dandruff and procedural pain outcome was unknown and the weight increased and pain in extremity was resolving. The reporter considered alopecia, anxiety, apathy, capillary fragility, dandruff, depressed mood, depression, dysmenorrhoea, emotional poverty, erythema, fatigue, headache, irritability, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, presyncope, procedural pain, stress urinary incontinence, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion, left tube occluded. On (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Reporter information, medical history was added. Event- pain and weight gain outcome was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region. Pain ws losted more on the left side and would radiate down my legs') in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2008. The patient's medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin from 2003 to (B)(6) 2008; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal, onychomycosis, temporomandibular joint disorder and gerd. Concomitant products included alprazolam (xanax), cyclobenzaprine, ethinylestradiol;norethisterone acetate (microgestin), ibuprofen since 2005, minerals nos;vitamins nos (prenatal vitamins) and norethisterone (nora-be) since 2007. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), stress urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pain in extremity ("pain that would shoot down both of my thighs/ leg pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure") and dandruff ("rashes or skin conditions type: dandruff on scalp") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced presyncope ("nearly passed out"), depression ("depression"), emotional poverty ("neurological conditions or problems type: lack of emotions"), procedural pain ("anesthesia did not numb me and I felt all the pain"), oropharyngeal pain ("sore throat"), swelling face ("face feels swollen"), sinusitis ("sinus infection"), abdominal distension ("looks like pregnant"), abdominal pain lower ("pain in lower abdomen") and eczema ("eczema"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, tubal ligation on (B)(6) 2009,). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved, the presyncope, depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, urinary incontinence, stress urinary incontinence, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, alopecia, dandruff, procedural pain, oropharyngeal pain, swelling face, sinusitis, abdominal distension, abdominal pain lower and eczema outcome was unknown and the weight increased and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, apathy, capillary fragility, dandruff, depressed mood, depression, dysmenorrhoea, eczema, emotional poverty, erythema, fatigue, headache, irritability, loss of libido, menorrhagia, migraine, mood swings, nausea, oropharyngeal pain, pain in extremity, pelvic pain, post-traumatic stress disorder, presyncope, procedural pain, sinusitis, stress urinary incontinence, swelling face, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Essure coils were pulled out 10 year ago ((B)(6) 2009) and hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion, left tube occluded. On (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: fu8 and fu9 were processed together. Content from social media received. Events face feels swollen, sore throat, sinus infection, pain in lower abdomen, looks like pregnant and eczema were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region. Pain ws losted more on the left side and would radiate down my legs') in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2008. The patient's medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin from 2003 to (B)(6) 2008; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal, onychomycosis, temporomandibular joint disorder and gerd. Concomitant products included alprazolam (xanax), cyclobenzaprine, ethinylestradiol;norethisterone acetate (microgestin), ibuprofen since 2005, minerals nos;vitamins nos (prenatal vitamins) and norethisterone (nora-be) since 2007. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), stress urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pain in extremity ("pain that would shoot down both of my thighs/ leg pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure") and dandruff ("rashes or skin conditions type: dandruff on scalp") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced presyncope ("nearly passed out"), depression ("depression"), emotional poverty ("neurological conditions or problems type: lack of emotions"), procedural pain ("anesthesia did not numb me and I felt all the pain"), oropharyngeal pain ("sore throat"), swelling face ("face feels swollen"), sinusitis ("sinus infection"), abdominal distension ("looks like pregnant"), abdominal pain lower ("pain in lower abdomen") and eczema ("eczema"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, tubal ligation on (B)(6) 2009,). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved, the presyncope, depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, urinary incontinence, stress urinary incontinence, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, alopecia, dandruff, procedural pain, oropharyngeal pain, swelling face, sinusitis, abdominal distension, abdominal pain lower and eczema outcome was unknown and the weight increased and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, apathy, capillary fragility, dandruff, depressed mood, depression, dysmenorrhoea, eczema, emotional poverty, erythema, fatigue, headache, irritability, loss of libido, menorrhagia, migraine, mood swings, nausea, oropharyngeal pain, pain in extremity, pelvic pain, post-traumatic stress disorder, presyncope, procedural pain, sinusitis, stress urinary incontinence, swelling face, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Essure coils were pulled out 10 year ago ((B)(6) 2009) and hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion, left tube occluded. On (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region. Pain ws losted more on the left side and would radiate down my legs') in a 31-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2008. The patient's medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin from 2003 to (B)(6) 2008; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding, metrorrhagia, body mass index normal, onychomycosis, temporomandibular joint disorder and gerd. Concomitant products included alprazolam (xanax), cyclobenzaprine, ethinylestradiol;norethisterone acetate (microgestin), ibuprofen since 2005, minerals nos;vitamins nos (prenatal vitamins) and norethisterone (nora-be) since 2007. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), irritability ("hormonal changes describe: irritation with everyone"), mood swings ("hormonal changes describe: abnormal mood swings/neurological conditions or problems type: mood swings"), apathy ("hormonal changes describe: lack of care/psychological or psychiatric problems condition"), loss of libido ("hormonal changes describe: lack of sexual desire/neurological conditions or problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depressed mood ("psychological or psychiatric problems condition: sadness"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), stress urinary incontinence ("bladder problems or changes unable to exercise without leaking even after just urinating. Urinate a little when sneezing"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pain in extremity ("pain that would shoot down both of my thighs/ leg pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2009, the patient experienced erythema ("rashes or skin conditions type: facial redness"), capillary fragility ("rashes or skin conditions type: broken capillaries"), visual impairment ("vision/eye problems type: vision became impaired after essure") and dandruff ("rashes or skin conditions type: dandruff on scalp") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced presyncope ("nearly passed out"), depression ("depression"), emotional poverty ("neurological conditions or problems type: lack of emotions"), procedural pain ("anesthesia did not numb me and I felt all the pain"), oropharyngeal pain ("sore throat"), swelling face ("face feels swollen"), sinusitis ("sinus infection"), abdominal distension ("looks like pregnant"), abdominal pain lower ("pain in lower abdomen"), eczema ("eczema") and cough ("stabbing pain in the circled location when cough"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, tubal ligation on (B)(6) 2009,). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved, the presyncope, depression, anxiety, irritability, mood swings, apathy, loss of libido, vaginal haemorrhage, menorrhagia, depressed mood, post-traumatic stress disorder, erythema, capillary fragility, urinary incontinence, stress urinary incontinence, migraine, headache, nausea, emotional poverty, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, alopecia, dandruff, procedural pain, oropharyngeal pain, swelling face, sinusitis, abdominal distension, abdominal pain lower, eczema and cough outcome was unknown and the weight increased and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, apathy, capillary fragility, cough, dandruff, depressed mood, depression, dysmenorrhoea, eczema, emotional poverty, erythema, fatigue, headache, irritability, loss of libido, menorrhagia, migraine, mood swings, nausea, oropharyngeal pain, pain in extremity, pelvic pain, post-traumatic stress disorder, presyncope, procedural pain, sinusitis, stress urinary incontinence, swelling face, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Current weight 147 lbs. Essure coils were pulled out 10 year ago ((B)(6) 2009) and hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion, left tube occluded. On (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event stabbing pain in the circled location when cough was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Sponntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. She denies nickel, iodine, shellfish, ivp dye or CT dye allergies. Previously administered products included for birth control: yasmin; for an unreported indication: microgestin. Concurrent conditions included migraine, vitamin d deficiency, adjustment disorder (with mixed emotional features), uterine bleeding and metrorrhagia. Concomitant products included alprazolam (xanax), cyclobenzaprine, ibuprofen (advil), ibuprofen (motrin), norethisterone (nora-be) and prenatal vitamins. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: essure insertion procedure: tubal ostial visualized and were normal. Uterine cavity normal. Essure procedure performed. Three coils on right side, 4 coils on left. Per mr: postoperative exam status post essure: reports no vaginal bleeding, no vaginal discharge and resolving pain. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed right fallopian tube is patent, left appears occluded. Patient instructed to continue additional birth control and follow up with her gynecologist. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.